Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe "stopper came away from rod when pulled the plunger rod back". Furthermore the user "completed the injection with another syringe". No serious injury or medical intervention reported.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6291507. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200670212, 200670422] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe "stopper came away from rod when pulled the plunger rod back." Furthermore the user "completed the injection with another syringe." No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe with the cannula clipped off. Customer states that the stopper came away from the rod when pulling the plunger rod back. The syringe was returned with the stopper separated from the plunger rod. A review of the device history record was completed for batch# 6291507. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root cause: insufficient silicone in the barrel. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe "stopper came away from rod when pulled the plunger rod back." Furthermore the user "completed the injection with another syringe." No serious injury or medical intervention reported.